Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 6 months. The explanted device was not available to be returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2016 due to suspected pump thrombus. The patient had an elevated lactate dehydrogenase (ldh) of 1922 u/l, hematuria, elevated liver and kidney function tests and an inr of 2.6 (goal of 2-3). The patient was started on IV heparin. The patient underwent a pump exchange on (B)(6) 2016. It was reported that the patient previously had an infarcted kidney and was non-compliant with anticoagulation medications. It was reported that pump parameters were within normal limits.